Event description:
Alleged the head section will drift down when it is raised to a 45 degree angle or lower.

Manufacturer narrative:
The facility cleaned the head drive brake assembly to repair the bed.